Event description:
Patient reported obtaining back-to-back blood glucose results of 70 mg/dl, 348 mg/dl, and 408 mg/dl on the advantage system. Pt did not report taking any actions based on these results. No adverse event was reported. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.